Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis."

Event description:
(B) (4) peripheral cutting balloon registry it was reported that in (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon device for 2 lesions. Both target lesions were located in the femoral artery. The first lesion was de novo, not tortuous, and moderately calcified. This lesion was 6 mm in diameter and 20 mm long with 90% stenosis before treatment. Post-treatment stenosis was 25%. Lesion morphology was described as concentric and highly calcified. The second lesion was de novo, not tortuous, and moderately calcified. This lesion was 6 mm in diameter and 5 mm in length. Pretreatment stenosis was 90% and post-treatment stenosis was 20%. Lesion morphology was described as concentric tight stenosis. During the patient 6 month follow up visit in (B) (6) 2005, the target lesion was rated "no" for patency. (Report does not specify one or both lesions). No adverse events or re-interventions were reported. No other information was reported.